Manufacturer narrative:
The reported complaint of "the damaged head restraint on the autopulse platform (sn (B)(4))" was confirmed during the visual inspection. The probable root cause for the reported complaint was due to normal wear and tear of the autopulse platform or as a result of damage sustained by user mishandling. The autopulse platform was manufactured on 2010 and is 9 years old, past the expected service life of 5 years. Upon visual inspection, noticed damaged head restraint. Unrelated to the reported complaint, observed damage to the front enclosure, bottom enclosure and battery lock. The physical damage was appeared to be the characteristic of harsh impact. The top cover, front enclosure, bottom enclosure and battery lock were replaced to remedy the damage. The autopulse platform passed the functional testing without any error or fault. The archive data review showed no significant discrepancies. During service, unrelated to the reported complaint, the autopulse platform failed run-in test due to user advisory (ua) 18 (max take-up revolutions exceeded) error message. The load cell amp cable was replaced to remedy the error. Following service, after replacing the damaged parts, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the user observed damaged head restraint on the autopulse platform (sn (B)(4)). No patient involvement. During service on 11/11/2019, the autopulse platform failed run-in test due to user advisory (ua) 18 (max take-up revolutions exceeded) error message.